Manufacturer narrative:
Device serial number has been requested but not yet confirmed. It will be provided with the follow up report.

Event description:
It has been reported that the device will not calibrate.